Manufacturer narrative:
The lens remains implanted; therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vial was dry and had no fluid. The lens was implanted and took reportedly 20 minutes to fully unfold. The patient was doing well at the 24-hour post-op.